Manufacturer narrative:
As no lot number was reported and no sample was returned, a manufacturing review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, no physical sample was returned and no images were provided for evaluation. Furthermore, no clinical evaluation reports were provided. There was no reported device deficiency. Therefore, a possible relationship between the placed stents and the death of the patient could not be reproduced. Reportedly, the facility doctor denied a causal relation between the device and the death of the patient. Potential factors that could have led or contributed to the event reported have been evaluated. As the reported event was found to be an isolated incident, previous investigation of similar complaints could not be reviewed. Based on the information available, no indication was found that the placed stents or the delivery systems were contributory to the death of the patient or failed to function as intended. A definite root cause for the clinical event could not be determined. According to the instructions for use supplied with this product, the device is indicated for use in the iliac and femoral arteries. In detail, the device is indicated for: residual stenosis with impaired perfusion (pressure gradient) following balloon dilatation, especially in stages iii and IV according to fontaine; dissection; detached arteriosclerotic plaque material and luminal obstruction following balloon dilatation; occlusion after thrombolysis or after aspiration and before dilatation; restenosis or reocclusion. The reported application of the device in the left subclavian artery during treatment of type-a aortic dissection represents an off-label use of the device. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure to treat a type-a aortic dissection with two thoracic stent grafts of another manufacturer, two stents were concomitantly implanted overlapping in the left subclavian artery. The procedure was successfully completed. Seven months later, the facility was informed of the patient's&#62688;death by another hospital. The doctor has denied that there is a causal relationship between the devices and the patient's death.